Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
Material no: unknown batch no: unknown. It was reported that during use of the unspecified bd¿ flush syringe the 3ml flush syringes read as if they are 10ml syringes and do not infuse the entire volume, leaving 1-2 cc in the syringe. It was also reported that plungers on syringes pop out easily and stick when pushing meds. The following information was provided by the initial reporter: the 10 cc syringe works. However, the 5ml and 3 ml flushes read as they are 10 mls by the pump, and then proceed to not infuse the entire volume, leaving 1-2 cc in the syringe. This is an issue because nurses often grab a 5ml saline flush to mix with small volume IV meds, which may leave some of the med in the flush since it isn¿t all infusing. This is not the case with the 10 cc volume syringes. Another complaint from staff is that the plungers pop out quite easily and also stick when pushing meds.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: unknown, batch no: unknown. It was reported that during use of the unspecified bd¿ flush syringe the 3 ml flush syringes read as if they are 10 ml syringes and do not infuse the entire volume, leaving 1-2 cc in the syringe. It was also reported that plungers on syringes pop out easily and stick when pushing meds. The following information was provided by the initial reporter: the 10 cc syringe works. However, the 5 ml and 3 ml flushes read as they are 10 mls by the pump, and then proceed to not infuse the entire volume, leaving 1-2 cc in the syringe. This is an issue because nurses often grab a 5 ml saline flush to mix with small volume IV meds, which may leave some of the med in the flush since it isn¿t all infusing. This is not the case with the 10 cc volume syringes. Another complaint from staff is that the plungers pop out quite easily and also stick when pushing meds.